Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to a blood glucose level of 530 mg/dl and high ketone levels. A healthcare provider identified the ketone levels as dangerous and life threatening. A manual insulin injection was administered to address bg level prior to arriving at the ER. The customer was treated with intravenous saline and insulin and was released from the hospital on (B)(6) 2023 with no permanent damage. Reportedly, the pump battery was depleting quickly and pump subsequently shut off. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.